Event description:
It was reported that a patient underwent a implantation of a hernia mesh on an unknown date. The patient experienced unspecified injuries on an unknown date. No additional information has been provided at this time.

Manufacturer narrative:
Date sent to the FDA: 07/27/2009 - unspecified injuries occurred - conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.